Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that in the early morning, the physician used this product in an emergency intracranial artery thrombectomy. After the nurse opened the package, vented and hydrated normally, it was pushed in the rebar-18 microcatheter (b706717) . During the pushing process of the stent, the stent encountered great resistance when entering the connection between the y valve and the microcatheter. After the stent was retrieved into the pipeline, it was re-delivered to the 18 microcatheter, but several attempts failed. The assistant took out the stent and rehydrated it, and found that the removed stent was kinked. Due to the tight surgical time, the product was replaced for use and no adverse effects were caused to the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event. Additional information received reported the stent was re-entered into the 18 micro-catheter, but it was difficult to push the stent and there was great resistance. The stent was subsequently removed and re-entered, but the stent could not be pushed forward. The resistance was in the catheter hub. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.